Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient was placed into the intensive care unit of the hospital after experiencing dizziness and syncope. Upon interrogation intermittent loss of capture on the right ventricular (rv) channel was observed. They were able to recreate the loss of capture when the patient smiled. When the other manufacturer's rv lead was reprogrammed to unipolar no further loss of capture was observed. All other measurements were noted to be within range. A disk of the device's memory was sent in for engineering and upon review it did not reveal any significant findings. Subsequently the other manufacturer's rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.